Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone, the buttons were not responding properly when the customer was attempting to bolus, after a few minutes it alarmed button error. Customer's blood glucose was 130 mg/dl. The customer was unable to clear the button error alarm. Customer was advised the insulin pump needed to be replaced.